Event description:
The user facility reported that during micsasd/tr surgery, the level of venous reservoir did not fall, and blood overflowed roughly three hours after the pump was turned on. The event occurred while the oxygenator was in operation. The connection was switched from venous blood inlet port side to vertical port to cardiotomy filter side, the operation of oxygenator was continued, and the surgery was completed. There was no patient injury/medical or surgical intervention required. The patient was not harmed. The event occurred intra-operative.

Manufacturer narrative:
Weight: 57.4 kilograms. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: clinical engineer. Investigation of the actual sample was conducted. The provided image obtained the following results: I) foamy blood was flowing out from the venous filter; ii) foamy blood was risen to the upper part of reservoir; iii) the reservoir was dyed red to a position higher than its liquid level. Visual inspection of the actual sample upon receipt did not find any anomaly including a breakage. It was confirmed that no cap attached to each port on the top of actual reservoir was loose. After disassembling the actual sample, visual inspection of the tube inside the venous filter was performed. No anomaly such as a breakage that could lead to air mixing was found. In addition, no anomaly such as a breakage was found in the connection between the venous blood inlet port and the tube. The tube connected to the venous line inside the venous filter of the involved product is designed to be soaked in the liquid surface. Therefore, when air is drawn in, the air becomes bubbles and accumulates inside the venous filter. The air that has accumulated in the venous filter is defoamed by the defoamer inside the venous filter. In the past, we have experienced the phenomenon that when air continued to be mixed from the venous line, the level inside the venous filter rose, and foamy blood flowed out from the upper part of venous filter. The mechanism is that the mixed air accumulates as foamy blood inside the venous filter. It was inferred that the foamy blood that could not be completely defoamed by the defoamer flowed out from the upper part of venous filter. Review of the manufacturing record and the shipping inspection record of the actual sample confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Based on the investigation result, from our past experience, it was likely that since air continued to be drawn from the venous line, foam accumulated inside the venous filter, and foamy blood that could not be completely defoamed by the defoamer flowed out from the upper part of venous filter. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).